Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The customer complaint was confirmed. The nibp of the x3 could not hold pressure and was unable to be calibrated. The fse replaced the nibp pump assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty nibp pump. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the non-invasive blood presure (nibp) was not working. The nurse started nibp, inflated but unstable received unstable results. They tried to calibrate, and run tests, but were unable to get readings; they8 were getting an error: "nibp unable to calibrate or perform test". The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.